Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 40 mg/dl, 42 mg/dl, and 94 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
Device will not be returned.